Manufacturer narrative:
(B)(4).

Event description:
It was stated that, during an implant procedure, one of the setscrews on the implantable neurostimulator could not be tightened properly. Another ins was used. The procedure was completed without incident. The patient recovered without sequela.